Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that on (B)(6) 2024, the patient underwent a surgery via bha for a femoral neck fracture. During the surgery, the outer box was opened and then the package containing the ampoules was opened. At that time, it was noticed that one of the 2 ampoules was found to be broken. Although 1 ampoule was found to be broken, there were no broken pieces or no traces of liquid leakage inside the package. The surgery was completed successfully because there was a spare product and it was used in the surgery. There was no surgical delay. The product in question was one of several that the j&j¿s distributor had purchased as inventory. No further information is available. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the amber vial was broken, while the cement mixing kit remained intact and undamaged within its packaging. The second vial, however, was missing from the package. The potential cause of the observed complaint condition cannot be traced to a manufacturing issue. Once the product leaves depuy synthes control, it is unknown what environment conditions or human intervention or manipulation the packaged products are exposed to during that time. Therefore, the suspected cause is traced to transport/storage outside of depuy synthes control. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the vmp endurance 80g would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to transport/storage, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product description: vmp endurance 80g product code: 3172080 lot number: 4127351 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a surgery via bha for a femoral neck fracture. During the surgery, the outer box was opened and then the package containing the ampoules was opened. At that time, it was noticed that one of the 2 ampoules was found to be broken. Although 1 ampoule was found to be broken, there were no broken pieces or no traces of liquid leakage inside the package. The surgery was completed successfully because there was a spare product and it was used in the surgery. There was no surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # ==> (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.